Manufacturer narrative:
Date of event: unknown, not provided. Common device name: unknown, information not provided. Model# and catalog#: unknown, as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation, considering the limited information available it cannot be determined if there is a product quality deficiency, and the reported issue could not be verified. Authors: ely, amanda l. Md; neely, kimberly md, phd. Journal of glaucoma: july 2020 - volume 29 - issue 7 - p e71-e73. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Article: propionibacterium acnes endophthalmitis following baerveldt glaucoma device implantation. It was reported that a young patient presented with left eye pain, extreme photophobia, and acute anterior uveitis greater than 6 months after implantation of the baerveldt glaucoma device. The patient was treated with antibiotics, but the infection persisted until complete removal of the device. A diagnosis of p. Acnes endophthalmitis was made after a positive culture of the explanted device. Early explantation should be considered in glaucoma drainage device endophthalmitis secondary to p. Acnes.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.